Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort and pain in the left pelvic area. The physician believed it was due to reservoir and its tubing; therefore, a revision surgery was performed to remove the component and implant a new one on the contralateral side. Upon explant, no device issues were identified. There were no further patient complications reported.